Event description:
It was reported that "the surgeon broke off the end of the stylus on the revision driver upon explant. The screw was removed without incident."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.